Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. Based on the information provided, the most likely root cause is patient condition. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Additional information provided: high bmi; bone density issues.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Model number: possible model numbers are 24-023-09-91; 24-023-11-91; 24-023-13-91.

Event description:
It was reported the screws pulled through the bone, then were removed.